Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: 2 x scopes reported as "being cloudy". The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper sterilization methods and/or the unavailability of polishing paste used to clean the distal lens of the scope. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.